Event description:
I've been diagnosed with asthma since about 15 years ago. Everywhere I go, in (B)(6), face coverings required signs are on entry doors. People with health conditions were at first said to be exempt from the mandates. However, pressure to conform is greater now and so I wear them, even though my breathing is greatly hindered. Many times lately, when I'm in a store, I feel lightheaded, dizzy, and feel like I am about to faint. Very ill feeling. Can't imagine poor people who wear them all day. FDA safety report ID # (B)(4).